Event description:
It was reported that after implant patient's right ventricular (rv) lead exhibited loss of ventricle capture. It was also noted that the lead was capturing atrium. It was further noted form x-ray that the lead was dislodged. The lead was successfully repositioned on (B)(6) 2023. The patient was stable.